Event description:
It was reported that patient presented in the emergency room after receiving anti tachycardia pacing therapy for a fast sinus tachycardia. Subsequently, high voltage therapy was delivered accelerating the rhythm into a true ventricular fibrillation. High voltage therapy was delivered a second time and it did not terminate the rhythm. The rhythm broke on its own. A message for extended charge time being reached was observed and patient was planned to be re-evaluated in hospital the following day. Device reprogramming is planned. No further information is available.